Event description:
It was reported a death occurred. Vascular access was obtained via femoral artery. The 90% stenosed, eccentric lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 24 x 3.00mm promus premier select drug eluting stent was deployed. Post stenting, the patient died. There is no other information available regarding the patients medical history or concurrent medical conditions.

Event description:
It was reported a death occurred. Vascular access was obtained via femoral artery. The 90% stenosed, eccentric lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. A 24 x 3.00mm promus premier select drug eluting stent was deployed. Post stenting, the patient died. There is no other information available regarding the patients medical history or concurrent medical conditions.